Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was the pt wanted to know if their ins therapy was supposed to be for their neuropathy in their feet only because the pt thought it was for their back. For probably 1.5 years, the pt's ins battery did not do anything for them. They only got stimulation for their feet and nothing in their back. Pt was still having a lot of pain so their pain doctor did injections in their back. Pt noted one time they decided to not use their ins device for 2 days and then their feet started to get numb and they hurt all over. They then started using the ins again and it was working again for the neuropathy. The patient was redirected to their healthcare provider to further address the issue.